Manufacturer narrative:
The event occurred in (b)(\6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller experienced elevated blood glucose levels and took correction via pump without success; administered injection. Caller alleges the issue was due to a bent cannula and the infusion site was irritated and "stiff". Caller decided to go to the ER; treatment received was not provided. Requested return of the alleged device for evaluation.